Event description:
It was reported that during a laparoscopic gastric bypass procedure, when the device was being introduced, before the first firing a staple fell from the reload. The device was reloaded with a fresh cartridge for the first firing. After the first firing it was noticed that the staple line unzipped, came apart on the small bowel, on the roux limb side. This occurred at the 2nd stroke of the first firing using a white load. There were a few malformed staples noticed. The surgeon then re-transected with a blue reload to repair the tissue. The top of the jejunum also came apart and there were malformed staples noticed however it is unknown which firing this occurred then suture was used to over sew the staple line. Both staple lines were noticed after the pouch was made. Initially the staple lines looked fine. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the (B)(4) device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.